Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned in segments and analyzed. Distal conductor fractured; partial lead returned in segments and anlayzed.

Event description:
The atrial and rv leads were returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported.